Event description:
Health care professional (hcp) reported pt (pt) receiving hemodialysis treatment (tx) on 550 device. Goal weight (wt) to be removed was reached after 1 1/2-2 hours of a 4 hr 15 min tx at a blood flow rate of 425 cc. Pt complained of "feeling bad" and blood pressure was charted as decreased. Pt was removed from device and weighed. Pt wt reflected the goal wt for tx had been reached. Pt tx was started on a different 550 device with normal saline administered and weight to be removed was decreased. Pt continued to be dialyzed without additional filtrate to be removed. Pt vital signs returned to within normal limits. No other medical intervention was necessary and pt left facility in stable condition without further complaints.